Event description:
Event occurred in saudi arabia.it was reported that the patient experienced infusion set fell off event during use on (B)(6) 2026. The infusion set was used for less than twenty-four hours.

Manufacturer narrative:
E1:name (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.